Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with air in line message was displayed. A continuous infusion rate of 5.4 ml/hour had been programmed, with a total reservoir volume of 250 ml, reservoir volume of 22.8 ml and given 227.2 ml. The air detector had been turned on. The length of infusion had been set to 43 hours and lock level had been set to highest level. A closed system drug transfer device (cstd) was not used to fill cassette. The pump had not been used to prime the extension tubing; instead, a manual method was used. The operator of the device was a health professional. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.